Event description:
The customer reported that insulin from the reservoir leaked when the reservoir was at the end, and he was ready to change the infusion set. The customer stated that he had given himself two boluses before it was time to change the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.